Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump flickered between different menus during a procedure. The roller pump was removed from service. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the described issue. The touch screen was replaced as precautionary measure and subsequent functional checks were carried out successfully. The device was returned to service. Photos of the replaced touch screen were sent to sorin group (B)(4) for analysis. Inspection of the photos identified that liquid had penetrated into the kapton-tail of the touch screen, leading to oxidation and causing the reported issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. As corrective action, a CAPA and change order have already implemented. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump flickered between different menus during a procedure. The roller pump was removed from service. There was no report of patient injury.